Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("add gel" messages and damaged wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The cause of the reported failure was the strained cable. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had damaged wires, and that the patient was recieving "add gel" messages" in the absence of gel deployment.